Event description:
One (1) patient (B)(4) states that she experienced a burning sensation in the eyes after using a medical device, equaline cleaning and disinfecting lens care solution. The patient medical record is not available at this time.

Manufacturer narrative:
Based on the complainant's completed questionnaire, kc pharmaceuticals, inc. Concludes that product misuse is the root cause for the complainant's experience. (B)(4): complaint sample could not be retrieved.